Manufacturer narrative:
It was reported that a revision surgery was performed due to possible infection. Poly was exchanged. The affected genesis ii high flexion insert, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. The device was sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. No clinical supporting documents have been provided for inclusion in the medical assessment, thus a thorough medical investigation cannot be rendered. The revision occurred approximately 11 months post-implantation. Surgeon does not blame the device. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.

Manufacturer narrative:
The affected complaint device was not returned for evaluation. Therefore a product analysis could not be performed. After repeated requests, smith and nephew has been unable to obtain device details. As device details were not made available, the device history record, complaint history and sterilization documentation review cannot be completed. It was reported that the surgeon did not blame the product. Our investigation including a clinical evaluation noted that is no evidence to support our device contributed to the reported infection. No clinical supporting documents have been provided for inclusion in the medical assessment. There is no information that would suggest the implanted device failed to meet specifications. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. Without the return of the actual product involved and device information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported that a revision surgery was performed due to possible infection. Poly was exchanged.